Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the oxygen gas module was replaced and returned for investigation. Optical investigation of the received nozzle has confirmed the described customer issue. No device log files has been reurned our investigation has concluded that the reported problem with a failure during pre-use check is due to a broken spring in the nozzle unit. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. This feather spring probably failed prematurely, since this nozzle unit was only 4 month old. The cause of the breakage of the nozzle unit¿s feather spring has not been determined.

Event description:
Manufacturer ref.#: 368838.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).